Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a frozen screen. The customer's blood glucose reading was 200 mg/dl. The customer stated that the pump would not rewind. The customer mentioned that the buttons are frozen and hard to push. The customer stated that the pump screen is not completely blank. The insulin pump was not returned for analysis.